Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to flattened button dome switches. Minor scratched lcd window, cracked display window corner and cracked reservoir tube lip noted.

Event description:
Customer's daughter reported customer's insulin pump was alarmed button error during priming. Customer's blood glucose level was 402 mg/dl. Customer's daughter stated customer does not recall any significant events that may have lead to the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.